Event description:
During coil embolization within the 8mm aneurysm of the carotid ophthalmic, the coil did not detach. Reportedly, this dcs syringe was used to place 3 other coils. Before attempting to deploy these last two coils, the syringe did not exceed the black line beyond the position #3 and it was taken to the orange zone and then back to the green zone. There were no other problems noticed with the syringe. No other attempts were made to detach the coil. The coils were removed from the microcatheter (mc) without difficulty. No resistance was felt during advancing the coils through the mc. Continuous flush was maintained within the mc. The same mc was used to place more coils and the procedure completed successfully. There was no report of pt injury.